Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery during boluses. The customer blood glucose was 235 mg/dl. Troubleshooting was performed. The customer was advised to performed fixed prime, insulin didn't exit, and it alarmed no delivery. The customer, then disconnect and reconnect the reservoir, manually push insulin using the reservoir plunger and insulin did exit the tubing. A manual prime was performed on the insulin pump, and it alarmed no delivery. The customer was advised to change the reservoir and the infusion set. Another manual prime was performed and the insulin exit. The customer was advised the alarm was caused by an infusion set and reservoir occlusion. The customer is returning the reservoir for analysis.